Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, when they prepared to remove part of the pulmonary lobe, the stapler was not able to fire, the surgeon was not able to press the green button and squeeze the handle. They changed to another device to resolve the problem. There was no patient injury.